Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. On explant, healthcare professional reported "particles in valve." Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, broken plug strap, crease fold, wear abrasion and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: sharp on valve bond edge and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. Striated pattern of broken on plug strap assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. On explant, healthcare professional reported "particles in valve." Device was explanted.